Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 458 mg/dl while wearing the pod between 24 and 36 hours. The patient reported the pod was knocked off is body, causing the cannula to dislodge and leading to hyperglycemia. The patient was given insulin injections (type and dosage not provided). The patient was released five hours later. The patient reported he discarded the pod at home, after it was knocked off.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.